Event description:
It was reported that the right ventricular (rv) lead was not pacing while connected to the device. The lead was tested via analyzer, and was found to pace appropriately. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.